Event description:
Customer reported that patient underwent uneventful ilasik on both eyes. Patient presented at the 2 day post up stating daughter poked her in the left eye. Slit lamp evaluation noted striae on the left eye. On (B)(6) 2014, visual acuity sans correction (vasc) was 20/15 in the right eye and 20/40 in the left eye. Pin hole not done. On (B)(6) 2014, vasc was 20/15 in the right eye and 20/20 in the left eye. On (B)(6) 2014, customer reported that a lift and stretch was done on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on 04/15/2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.